Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was ventricular loss of capture. The patient was noted to be in the hospital undergoing respiratory treatment and may have had an electrolyte imbalance. Due to limited patient movement, the loss of capture could not be reproduced. Reprogramming was performed. A few days later, the physician determined that a microdislodgement had occurred. The lead was successfully repositioned and remains in use no patient complications have been reported as a result of this event.